Event description:
It was reported through voluntary medwatch report: 400300000-2024-00000016 that the patient presented to clinic with complaints of exposed wires on the mobile power unit (mpu) power cable. A new mpu was issued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer¿s investigation conclusion: the reported event of exposed wires on the mobile power unit (mpu) power cable was unable to be confirmed. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Information provided by the account stated that the patient was issued a new mpu. No log files, photos, or additional documents were provided for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿. Heartmate 3 patient handbook, rev. D, section 6 "caring for the equipment" and heartmate 3 instructions for use, rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. D, section 10 and heartmate 3 instructions for use, rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 left ventricular assist device. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. D cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.